Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional device product codes: kwq, nkg e3: reporter is a j&j employee. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sddrive screwdriver shaft t8 105mm was found stripped and deform from the tip and exhibits signs of normal use around the shaft. No other issues were observed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was unable to be performed due to post manufacturing damage the overall complaint was confirmed as the observed condition of the sddrive screwdriver shaft t8 105mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 314.467; synthes lot # 9858062; suppliers lot # na; release to warehouse date: 28 oct 2015; manufactured by:synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on december 8, 2023, it was noticed that there were some dents and damages to the instruments. There was no patient involvement; this was noted upon inspection of the trays. No surgical cases were affected. Upon inspection of the returned devices, it was noted that the sddrive screwdriver shaft t8 105mm was stripped and deformed, the hohmann retractor 15mm 160mm was worn and deformed, the aluminum hohmann retractor 18mm width was broken, and the aluminum hohmann retractor 18mm width was deformed and worn. This report involves one stardrive screwdriver shaft t8 105mm. This is report 1 of 4 for (B)(4).